Event description:
Indwelling catheter balloon placed at beginning of surgical case, (B)(6). Placed without resistance, confirmation of placement with urine return, and balloon inflated with 10ml of normal saline. Around 0845, at end of the case the balloon was noted to no longer be intact. After foley catheter was removed, noted that there was a tear in the balloon. FDA safety report ID# (B)(4).